Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. It was stated the patient stopped seeing results from their device about 3-4 days prior to report. It was noted the patient¿s stimulation was increased and they tried all four programs with no results. Reportedly, the patient had no falls or trauma, but stated they had been doing a lot of cooking and was near the microwave. It was reported the patient¿s implantable neurostimulator (ins) was detached and there was no muscle tissue to hold it in. It was stated the patient was in a lot of pain and had ¿not heard anything about why the machine is not working.¿ it was noted the patient said it was moving and their manufacturer representative told them ¿something is wrong.¿ the patient stated "he showed me the machine that he carries like a cell phone and was showing my mother all the black areas that aren't supposed to be black." It was noted the patient was still in a lot of pain and the clinic was not helping them. It was also reported the patient¿s implantable neurostimulator (ins) was moving all around their butt check and the manufacturer representative said they needed to find a new place to implant it. It was noted the patient noticed it started moving sometime after (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va00cfe, implanted: (B)(6) 2012, product type: lead. (B)(4).